Manufacturer narrative:
It was not determined at the time of the call if this event (head cap feill off handpiece) happened during a procedure. Lares research director of regulatory was reviewing complaints and had the account manager follow up with the customer to determine if the event occurred during a procedure. Dr. Indicated it did happen during a procedure but the patient was not injured. The handpiece was sent in for repair and no problems were found with the device or components. The head cap and turbine assembly were replaced and the handpiece was returned to the customer.

Event description:
A customer was using a lares research handpiece and the head cap come off during a procedure.